Event description:
On (B)(6) 2021, eno dr (s/n: (B)(6) was implanted at another hospital. On (B)(6) 2024, when the hospital printed the parameters of eno dr during a regular follow-up, the rest rate was written as 60bpm. The eno dr program was saferc50/120bpm. On the programmer's settings screen, the rest rate is displayed with a yellow marker as 50bpm. On 2024-2-5, I checked the eno dr and reprogrammed it with the programmer, and the screen display and printout were displayed with the programmed values. No health damage occurred to the patient.

Manufacturer narrative:
The device involved in this MDR report is not approved in the united states; however, it is similar to a device manufactured by microport crm that was cleared or approved by FDA for marketing in the united states.

Manufacturer narrative:
The conclusions are as follows: the rest rate was programmed at 60 bpm while the basic rate was programmed at 50 bpm. The rest rate cannot be programmed at a higher value than the programmed basic rate. That is the reason why the rest rate was reprogrammed automatically at the same value as the basic rate. Basically, the rest rate programming at a higher value than the basic rate should not be allowed. In this specific case it was allowed due to a programmer bug. Nevertheless, at the next interrogation, the rest rate will be automatically re-programmed at the same value at the basic rate. In order to avoid this kind of issue in the future, the programming sequence should not be applied. This complaint is recorded for trending purposes.

Event description:
On (B)(6) 2021, eno dr (s/n: (B)(6) was implanted at another hospital. On (B)(6) 2024, when the hospital printed the parameters of eno dr during a regular follow-up, the rest rate was written as 60bpm. The eno dr program was saferc50/120bpm. On the programmer's settings screen, the rest rate is displayed with a yellow marker as 50bpm. On (B)(6) 2024, I checked the eno dr and reprogrammed it with the programmer, and the screen display and printout were displayed with the programmed values. No health damage occurred to the patient.